Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient complained of leg pain six weeks post-op. It was determined that the middle implant was impinging on the foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he backed out the middle implant a few millimeters. The patient's leg pain resolved following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# i0375, manufactured 08/02/13, expires 2018-02; p/n 7040-90, lot# i0496, manufactured 06/11/13, expires 2018-04; p/n 7050-90, lot# i0390, manufactured 08/08/13, expires 2018-03.